Event description:
It was reported that the pt was unable to adjust stimulation. Only the 9v battery light came on. The battery was removed in access review and reinserted. Symptoms have not returned but it was stated that the pt had not felt good for the last 2 weeks. It was reported that the pt felt dizziness and a fall last week where he hit his eyebrow on the sink. The pt had an appointment in july to see the hcp. Add'l info has been requested, but was not available as of the date of this report.